Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection occurred, requiring additional intervention. An enroute transcarotid neuroprotection system was selected for use in the left transcarotid artery revascularization (tcar) procedure. During the insertion of the arterial sheath, a dissection occurred. Two additional stents were placed to cover the dissection. Additionally, it was also noted that the physician had difficulty inserting the arterial sheath likely due to the tough anatomy and the arterial sheath was noted to be damaged. A new arterial sheath was used to complete the procedure was and the patient fully recovered.